Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# unknown. Product type: catheter. (B)(4).

Event description:
It was reported that a catheter revision was planned. The spinal segment was going to be left in the patient because of a granuloma. No further information had been received.